Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet system, and the agent instructed the user to toggle between g6 and g7 and then enter the four-digit code to attempt reconnection. No adverse clinical symptoms were reported. Outcomes included no impact beyond the inability to pair the sensor. User support included remote troubleshooting and user education. Investigation of this case revealed a communication or connectivity issue during sensor pairing, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.